Manufacturer narrative:
Results and conclusions: (occlusion). (B)(4).

Event description:
Additional information : investigator has assessed the previously reported occlusion of the right femoral-popliteal bypass as not related to the paclitaxel. The patient is reported to have recovered.

Event description:
During the index procedure the physician used three in.pact admiral paclitaxel-eluting pta balloon catheters to treat a lesion located in the sfa of the right leg. 6 months later, the right sfa was treated with 2 admiral xtreme pta balloon catheters and 1 pacific plus pta balloon catheter. It was reported that 20 months post index procedure the patient experienced occlusion of the right femoral-popliteal bypass with acute ischemia of the right leg. Pta was carried out as treatment. Investigator has assessed the event as not related to the study device or procedure. Outcome of event reported as continuing...

Event description:
The previously reported occlusion which occurred approximately 20 months post index procedure was of the right femoral-tibial bypass.